Event description:
It was reported that this patient had previously had a smart pass episode. Recently the patient had received an appropriate shock due to fast irregular ventricular tachycardia with a syncopal episode. After the shock was provided the device oversensed the patient's t-waves and the patient received an additional shock that was deemed inappropriate. The device was explanted due to two outstanding advisories and replaced. No additional adverse events were reported.

Event description:
It was reported that this patient had previously had a smart pass episode. Recently the patient had received an appropriate shock due to fast irregular ventricular tachycardia with a syncopal episode. After the shock was provided the device oversensed the patient's t-waves and the patient received an additional shock that was deemed inappropriate. The device was explanted due to two outstanding advisories and replaced. No additional adverse events were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.